Manufacturer narrative:
Additional devices listed in this report: cat # 5515-f-301, lot # iflra, description: triathlon ps fem component, cemented. Cat # 5520-b-300, lot # hyjyd, description: triathlon prim tib baseplate - cemented. Cat # 5551l320, lot # ldf868, description: triathlon asym patella a32x10. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding infection involving a triathlon ps insert was reported. The event was not confirmed. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot and sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported patient had a revision of left knee due to infection.

Event description:
It was reported patient had a revision of left knee due to infection.